Event description:
Customer stated that the feeding tube started leaking in the area between the two ports approx. Six days after being inserted. They noted that the tube apparently was inserted incorrectly into the lung prior to being inserted correctly. No pt injury was reported.

Manufacturer narrative:
The actual sample was returned and examined. The feeding tube was returned with no stylet. Inspection found the sample had a split between the main port and the adjacent y-port. Leakage was observed at the split. All dimensional requirements were met. The mfg plant evaluated the sample and found the device displayed a stress crack at the fork of the y site. The lot history review was unremarkable with regard to the complaint. Two other samples were tested for separation force at the fork: both results exceeded 17 lbs, although there is no specification. The supplier history records were checked and found to be continually advancing. Customer error may have contributed to this report.